Event description:
It was reported that the healthcare provider (hcp) was titrating the patient down. The patient's dose was decreased on (B)(6) 2014 and the patient was admitted for withdrawal on (B)(6) 2014. The manufacture representative was told to stop the pump at that time and the hospital was going to manage the patient's symptoms. The manufacture representative was at the hospital on the day of report to silence the 48 hour stopped pump alarm. The pump was interrogated, it showed it was in simple continuous mode. The logs did not show an update from (B)(6) 2014, so it appeared that the patient had been getting the drug. The patient was doing well at the time of report. The pump system was delivering bupivacaine and morphine.

Event description:
Additional information reported that the pump had been set to minimum rate mode. The decrease in medication caused the patient to experience withdrawal symptoms. The hcp thought they turned the pump off, however they had not and the manufacture representative was called to assist in turning the pump off. The manufacture representative reported that there was never an alarm. The pump was then turned off and the patient was doing "alright."

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant medical products: product ID 8731sc, serial# (B)(4), implanted: (B)(6) 2009, product type: catheter. (B)(4).